Manufacturer narrative:
The device will not be returned for analysis; it was reported that it is unavailable by hospital policy. The manufacturer did not receive x-rays, or other source documents for review. Device history record (DHR) was reviewed and no discrepancies were found. An investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted. This is a split case with zimmer inc., (B)(4). A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. (B)(4).

Event description:
It was reported that a patient was revised due to pain and dislocation. Attempts to obtain additional information have been made; however, no more is available at this point.

Event description:
Please refer to report 0009613350-2019-00258.

Manufacturer narrative:
This follow-up report is being filled to relay investigation result. DHR review: the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Trend analysis: no trigger considering the following event is identified: revision due to dislocation event description: it was reported that a patient had revision hip procedure due to dislocation. The biolox head was implanted on (B)(6) 2019 and revised on (B)(6) 2019 together with a longevity liner (warsaw). Patient is a 74 year-old male, 72 inches and 218 pounds. Review of received data: two photographs of the explanted head and liner were provided. The head shows some scratches on the surface. The liner has a screw attached to the articulating surface likely used to explant the device. Blood stains are noted on both the devices. Received. No further imaging or medical data such as x-rays or surgical notes were received. Device analysis: no product was returned to zimmer biomet for in-depth analysis. Review of product documentation: this device is intended for treatment. The compatibility check was performed from and showed that the product combination was approved by zimmer biomet. Instruction for use (IFU): dislocation is mentioned as a possible adverse event. Conclusion: the investigation results did not identify a non-conformance or a complaint out of box (coob). The quality records show that all specified characteristics (material, dimensions, surface, etc.) Have met the specifications valid at the time of production. Based on the given information and the results of the investigation, we were not able to identify a specific root cause for this issue. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet¿s reference number of this file is (B)(6). This is a split case with zimmer inc., warsaw reference number (B)(6).